Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: manufacturing location: elmira / packaged, sterilized and released by: monument; manufacturing date: april 17, 2020; expiration date: april 1, 2030; part number: 04.038.390s, tfna fenestrated helical blade 90mm -sterile; lot number: 52p3154 (sterile); lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot number 50p9129. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for proximal femoral fracture with the blade in question. After that surgery, cut-out of the helical blade occurred on (B)(6) 2021. On (B)(6), the patient underwent the surgery of removing the blade. Because the patient was elderly, had heart disease and was not walking independently, only the blade was removed and no other additional procedure was performed. The surgery was completed successfully without any surgical delay. The surgeon commented as follows. Using tfna implants in the surgery seemed to be severe for this patient¿s condition. The patient is not walking anymore and could have been followed up as it is, but the blade might damage the hip acetabulum in the future, so the removal of the blade was needed to avoid that event. The cause of the cut-out is likely to be patient¿s condition, not the implants. No further information is available. Concomitant device reported: unknown tfna nail (part# unknown; lot# unknown; quantity: 1), unknown locking screw (part# unknown; lot# unknown; quantity: 1) this report is for one (1) tfna fenestrated helical blade 90mm - sterile. This is report 1 of 1 for (B)(4).